Event description:
The customer reported that the cement appeared gray, the mixer sat idle for roughly 3 minutes, the pmma was chunky, and the injector exploded. On (B)(6) 2011, the customer ((B)(6)) provided the following additional information: the mixer normally mixes back and forth, then sits for 1 minuted, and then mixes the cement again, but this one sat idly for longer, approximately 3 minutes. In addition, when the handle was turned to move the cement forward, the physician had to crank the handle a lot and then the pressure built up so much that the syringe part of the product fractured and leaked out some of the cement. The customer described it as a "small explosion" due to the pressure build-up. The customer confirmed that there was no negative patient/user impact. The customer indicated that none of the cement came into contact with the patient and that the physician reset up with a new tray and was able to continue without any further problems.

Manufacturer narrative:
(B)(4). This MDR was previously submitted on (B)(4) 2011 and received by the FDA within the required 30 day reporting time frame bearing the registration number of (B)(4) in error due to a reporting software discrepancy (report # 1423537-2011-00065). Carefusion has discussed with and been advised by (B)(6) on (B)(6) 2011, to resubmit the MDR bearing carefusion's registration number and to include this verbiage within the report, as well as within carefusion's complaint management software. Evaluation summary: evaluation of the complaint sample noted the characteristic failure mode under excessive pressure buildup in the bone cement delivery system. The investigation was not able to confirm the system was clogged. Evaluation of the cement mixture inside the nozzle suggested the cement was near the end of the open work time of the cement inside the nozzle but the investigation was not able to confirm this as a contributor to the observed failure mode. A review of complaint data identified a previous failure mode of similar nature. A review of this previous complaint noted a potential contributor as excessive pressure in the delivery system resulting in a cracked barrel. A thorough review of applicable manufacturing procedures and quality plan inspections verifying the integrity of the bone cement nozzle did not identify any issues that may have contributed to the observed failure mode. A device history review (DHR), raw material history files, and the sterilization batch records for the listed manufacturing lot showed no recorded quality problems or rejections related to this incident. Based on the investigation results, a definitive root cause could not be identified for this failure mode. It is the recommendation of this investigation for the user of this delivery system to minimize the build-up of excessive pressure within the delivery system in an effort to minimize the potential for the cracked barrel failure mode. Follow precautions indicated in the product dfu as wearing safety glasses or face shield when using this system. Product directions for use (dfu) indicates not to force cement delivery against resistance or blockage.